Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was charging slower than expected with the usb cable. Customer¿s blood glucose level was not impacted. Reportedly, the pump charging speed was improved with an alternate cable.